Event description:
During insertion of the swan ganz catheter, the anesthesiologist was unable to float the catheter into the pulmonary artery. Multiple attempts ensued after inflation of the balloon. The catheter was withdrawn via the sheath and the balloon checked for integrity. It was then reinserted, inflated and again multiple attempts to float the catheter occurred. The balloon was deflated and the catheter removed again through the sheath. On inspection the balloon was missing. Negative pressure, via syringe, was applied to the side port with a small amount of blood returned. Then no return as if the sheath collapsed on itself. The sheath was removed, sliced open and inspected. The balloon was found in the sheath. Our concern is, was there a barb in the rigid plastic connector at the juncture of the catheter, sheath and side port? Unfortunately the packaging was not saved for lot #.